Event description:
It was reported that the pump software delivered a 11.2 unit bolus without user request. It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer consumed glucose tablets and soda to address low bg level. Multiple follow up attempts from tandem technical support were made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.